Event description:
It was reported that the patient received inappropriate therapy and was hospitalized. The right ventricular (rv) lead exhibited high impedance due to a possible fracture. The lead also triggered a lead integrity alert (lia) due to a high number of short interval counts (sic) and non-sustained tachycardia episodes of noise. The sensing was reprogrammed from rv tip to rv coil. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). 15 non-sustained tachycardia (nst) episodes with v-v intervals <(><<)> 220 ms on (B)(6) 2014. 227 ventricular short interval counts (v-sic) since (B)(6) 2014, 3/day. Lead failure predictor triggered on (B)(6) 2014 for lead impedance and v-sics. Rv pace impedance steady at 400-600 ohms through (B)(6) 2014, begins to vary between 600 ohms and 1100 ohms starting (B)(6) 2014. (B)(4).